Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 31-mar-2016. A legal claim was provided. This is a legal case now. Essure was implanted on (B)(6)-2014. After being implanted with essure, plaintiff began to suffer from severe pelvic pain, fatigue, headaches, bloating, and muscle spasms. On or about (B)(6)-2014, plaintiff had to have a hysterectomy as a result of essure and is now left with one ovary. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to an adult female consumer who experienced pain in her pelvic region since essure insertion. After essure confirmation test she had bleeding. A few months later, she was submitted to a hysterectomy. During the surgery her left ovary would not stop bleeding; so it was removed. Three days later it was discovered she was bleeding internally. She was treated with blood transfusion and antibiotics and developed a c-diff (clostridium difficile). One year later, she had painful scar tissue removed, as well as possible adhesions. When she woke up, she was told her right ovary was taken out. Additionally, she believed she had heavy metal poisoning. Only bleeding and pain are listed according to essure's reference safety information. Genital bleeding may occur during essure use. In this case, consumer had pain since essure insertion and developed bleeding after her confirmation test. Considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the other events, it is unclear why consumer's ovary presented bleeding. Essure removal surgery usually requires salpingectomy and/or hysterectomy; no oophorectomy is necessary (unless physician decided to perform it due to another condition). Given this information and considering essure local action in fallopian tubes; causality between the reported ovarian bleeding, its complications (internal bleeding, c-diff) and essure is considered unlikely. This same assessment is given for heavy metal poisoning, since it is unlikely that the amount of nickel released from essure would be sufficient to cause this condition. This case was regarded as incident, as device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 04-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medal events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced pain in her pelvic region since essure insertion. After essure confirmation test she had bleeding. A few months later, she was submitted to a hysterectomy. During the surgery her left ovary would not stop bleeding; so it was removed. Three days later it was discovered she was bleeding internally. She was treated with blood transfusion and antibiotics and developed a c-diff (clostridium difficile). One year later, she had painful scar tissue removed, as well as possible adhesions. When she woke up, she was told her right ovary was taken out. Additionally, she believed she had heavy metal poisoning. Only bleeding and pain are listed according to essure's reference safety information. Genital bleeding may occur during essure use. In this case, consumer had pain since essure insertion and developed bleeding after her confirmation test. Considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the other events, it is unclear why consumer's ovary presented bleeding. Essure removal surgery usually requires salpingectomy and/or hysterectomy; no oophorectomy is necessary (unless physician decided to perform it due to another condition). Given this information and considering essure local action in fallopian tubes; causality between the reported ovarian bleeding, its complications (internal bleeding, c-diff) and essure is considered unlikely. This same assessment is given for heavy metal poisoning, since it is unlikely that the amount of nickel released from essure would be sufficient to cause a this condition. This case was regarded as incident, as device removal was required. Based on the available information, there is no relationship between the reported medal events and a quality defect. No active follow-up will be pursued (case from health authority website monitoring).

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1772, awareness date 17-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The right coil went in rather painfully. The left tube was nicked and she had to have placed a month later, under general anesthetic, in the hospital. From the beginning, she was in pain. She called the doctor and was told the scar tissue was forming and mild cramping was to be expected. Lt never let up. She immediately experienced migraines (never had one before), vertigo, intense pain and brain fog, heavy metal poisoning, hair falling out, she could not remember anything anymore, gained a significant amount of weight; her stomach resembled that of a pregnant woman. The following three months, she missed a good bit of work due to the pain in her pelvic region and the migraines. The symptoms persisted as she went for her test to confirm that she was blocked. She never experienced so much pain. The dye was shot into her cervix with such force that she lifted off of the gumey in pain. Lt was then that the bleeding began. She could not be sure that the force of the dye did not cause the coils to migrate. She was prescribed something to slow the bleeding. Her list of symptoms included: migraines, lower back pain, pelvic pain (ongoing), heavy periods, fatigue, bloating, (very bad), insomnia, acne/ breakouts, hair loss (almost immediately), clots the size of golf balls, memory loss, agitation, weight gain - but no appetite, nausea with vertigo and the coup de gras, painful intercourse. In (B)(6) 2014, hysterectomy was performed. Her left ovary would not stop bleeding, so they had to take that. Her right ovary was left. Three days of discharge, she was back in emergency room. Her skin was grey, her eyes sunken, she had no energy and her bruising from surgery was spreading. After taking substantial amounts of blood, her blood count was at 6 and she was bleeding internally. She was on intravenous antibiotics, saline, pain medications. She went home with a horrible case of c-diff, which landed her with more antibiotics and issues. A year later (2015), she had a painful scar tissue removed, as well as possible adhesions. When she woke up, she was told her right ovary was taken out. She stated not only she was sent to surgical menopause at (B)(6), but everything that made her a mother was gone. Company causality comment this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced pain in her pelvic region since essure insertion. After essure confirmation test she had bleeding. A few months later, she was submitted to a hysterectomy. During the surgery her left ovary would not stop bleeding; so it was removed. Three days later it was discovered she was bleeding internally. She was treated with blood transfusion and antibiotics and developed a c-diff (clostridium difficile). One year later, she had painful scar tissue removed, as well as possible adhesions. When she woke up, she was told her right ovary was taken out. Additionally, she believed she had heavy metal poisoning. Only bleeding and pain are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had pain since essure insertion and developed bleeding after her confirmation test. She also reported heavy periods with clots. Considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the other events, it is unclear why consumer's ovary presented bleeding. Essure removal surgery usually requires salpingectomy and/or hysterectomy; no oophorectomy is necessary (unless physician decided to perform it due to another condition). Given this information and considering essure local action in fallopian tubes; causality between the reported ovarian bleeding, its complications (internal bleeding, c-diff) and essure is considered unlikely. This same assessment is given for heavy metal poisoning, since it is unlikely that the amount of nickel released from essure would be sufficient to cause a this condition. This case was regarded as incident, as device removal was required. Non-serious events were also reported. No active follow-up will be pursued (case from health authority website monitoring).